Event description:
It was reported that a caregiver stated the charger stopped working, and the device was not charging; replacement supplies were shipped and troubleshooting and education were completed, with no alerts or alarms reported. Symptoms included no clinical effects. Outcomes included no impact on the user¿s health or clinical course. Investigation included remote troubleshooting and user education. Investigation of this case revealed a nonfunctioning external charger consistent with a charging failure; no device alarms were triggered and the issue was managed by supplying replacement charging equipment. It was concluded, based on previously established findings for similar reports, that the cause was a malfunction of the external charging accessory.